Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no device nonconformities were found. Based on the report, the issue is likely procedural rather than device related. The device was not explanted.

Event description:
It was reported to nevro that a patient had experienced pocket pain and bleeding at the implant site following surgery. The patient was hospitalized and the ipg wound site was treated via surgical debridement. The area was drained and the patient was given IV and oral antibiotics. There was no longer bleeding at the ipg site and the patient was discharged. Follow up report indicated that the issue has been resolved and no further complication was reported.